Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on screen make it hard to see. Customer¿s blood glucose was unknown. Customer declined troubleshooting. Customer stated that the insulin pump lost settings when changing batteries, rewind takes longer, random no delivery alarms and insulin pump unresponsive to new battery. The device will not be returned for analysis.